Manufacturer narrative:
During closing of the femoral artery, there was a balloon loss of pressure on the f5 mynxgrip vascular closure device (vcd). Hemostasis was achieved by using a non-cordis device. There was no reported patient injury. The balloon lost pressure at the 1st stop. An unknown sheath was used. The black marker on the inflation indicator (unknown) was fully exposed at prep. The stopcock was opened when the balloon was at the arteriotomy. The arteries had a lot of calcification. There was presence of peripheral vascular disease (pvd) or calcium. There was no resistance while inserting the device. There was no resistance while pulling back. There was no unusual force applied while shuttling down/retracting. The operator was a trained mynx user. The patient¿s hospitalization was not extended. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported as ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the pvd and calcium reported, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. As no lot number, was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During closing of the femoral artery groin, the f5 mynxgrip vascular closure device (vcd) ruptured twice; reporter had commented that this was a balloon loss of pressure. Hemostasis was achieved by using a non-cordis device. There was no reported patient injury. Hospitalization not extended. The vessel type was femoral arterial. Arteries had a lot of calcification. The balloon lost pressure at 1st stop (unknown sheath). The black marker on the inflation indicator (unknown) was fully exposed at prep. The stopcock was opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. There was no unusual force applied while shuttling down/retracting. There was presence of pvd / calcium. The operator was a trained mynx user. The device will not be returned for analysis as it was discarded.